Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high threshold measurements and loss of capture (loc). All other measurements were noted to be stable and within normal limits. Rv outputs were reprogrammed to maximum outputs and monitoring was continued. Additional information was later received that the device and lead exhibited loc at maximum outputs, noise and high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced and the ICD was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high threshold measurements and loss of capture (loc). All other measurements were noted to be stable and within normal limits. Rv outputs were reprogrammed to maximum outputs and monitoring was continued. Additional information was later received that the device and lead exhibited loc at maximum outputs, noise and high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced and the ICD was explanted and replaced. No additional adverse patient effects were reported.